Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a yellow wrench and random alarms were occurring with the power module when it was not connected. The power module was always plugged in. The power module was exchanged without incident. The power module and power module pt cable were returned for eval.

Manufacturer narrative:
The power module and power module pt cable were returned for eval and the reported alarms were confirmed during analysis of the power module pt cable. During functional testing, when the power module pt cable was connected to the test equipment. Power cable disconnect and red battery alarms occurred. Support to the test pump was also intermittently interrupted. The white power lead of the cable was hot to touch at the system controller connector end near the strain relief. During further eval, a broken inner conductor of the white power lead was found. No further info is available. The MFR is closing its file on this event.